Event description:
An instance of increased intra-peritoneal volume (iipv) was identified during a review of the returned homechoice (hc) patient event log. On (B)(6) 2010 at 00:24, the drain volume was 4364ml during drain 1. This event meets overfill criteria. The probable cause was determined to be an insufficient drain due to a false empty detect during the initial drain. The device was within specification relative to the iipv found in the log.

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Additional information: product surveillance contacted the dialysis clinic. As the patient was not identified, a voicemail was left for the nurse regarding the iipv found during evaluation, date, volume, and cause. Device evaluation: the homechoice was evaluated by the product analysis lab. The assignable cause of the increased intra-peritoneal volume (iipv) was determined to be an insufficient drain (false empty detect at the initial drain). Review of the homechoice's service history revealed that the homechoice passed all required tests and calibrations prior to its release from baxter. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).